Manufacturer narrative:
This incident was originally reported on 03/30/2010 on voluntary form 3500. The purpose of this report is to submit the incident on the correct mandatory form 3500a.

Event description:
The light fell from it's ceiling mount as it was being moved while in use with a pt. The nurse in attendance pushed the pt out of the path of the falling light. In doing so, he was struck in the head by the falling light. The impact was sufficient to break the skin however no treatment (such as stitches) was required the nurse expressed no further complaints subsequent to the event. The serial number of the product indicates that it was mfg in 1994. The product has a 5 yr warranty. The light fell from the ceiling mount due to a bread in the brazing in the extension arm of the ceiling mount. This was confirmed by photographs provided by the reporter. The cause of the failure is unk, however the product was redesigned in 1995 to replace the brazing with a weld thus improving the robustness of the device.